Event description:
Healthcare professional report rupture of the right implant discovered on explant. Device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Continued e.1. Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: n/a; rupture found during explant.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed an opening assessed as unidentified (tear) opening (shell thickness within specification). As per the investigation procedures creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional report rupture of the right implant discovered on explant. Device has been explanted and replaced with another manufacturer's device.